Event description:
(B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: patient was revised to address pain attributed to acetabular loosening. Doi: unk - dor: (B)(6) 2010 (left side). Update - (B)(6) 2011 - litigation papers allege the following: during the revision surgery, surgeon found that the acetabular cup was loose and had almost no bony in-growth. The fact that no bone had grown into the depuy acetabular component over the year that it was implanted means that patients body was rejecting the implant due to the toxic metal particles created. Surgeon also found that the hip was covered in a thick membrane. Unknown femoral head added to the complaint. Doi stated in litigation papers is (B)(6) 2009. Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address pain attributed to acetabular loosening. Doi: unk- dor: (B)(6) 2010 (left side). Update-(B)(6) 2011- litigation papers allege the following: during the revision surgery, surgeon found that the acetabular cup was loose and had almost no bony in-growth. The fact that no bone had growth into the depuy acetabular component over the year that it was implanted means that patient's body was rejecting the implant due to the toxic metal particles created. Surgeon also found that the hip was covered in a thick membrane. Unknown femoral head added to the complaint.